Event description:
It was reported that during the beginning of the procedure the tip of the first fiber used was cracked at 211,930 joules. The fiber was exchanged. The second fiber used during the case expired at 200,010 joules. The fiber was exchanged. The third fiber would not ¿seat¿ - missing gold ring inside connector, 0 joules. The fiber was exchanged. The procedure was completed using the fourth fiber. Patient or user outcome - no injury to the patient. Gand volume: 200 ml. Time expended 1st fiber: 34:58 minutes. This report is for the first fiber.

Manufacturer narrative:
Forward-firing of the side-firing surgical fiber; a code request has been submitted. Product evaluation: failure analysis for fiber model #0010-2400; lot #336a; serial 3 (B)(4): the fiber shows a radial fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate char; the glass cap exhibits severe devitrification at the output window; the outer flow tubing exhibits moderate contamination, likely biologic. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.